Manufacturer narrative:
Concomitant medical products: d274trk ICD, implanted: (B)(6) 2010; dtba1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change out procedure, the left ventricular (lv) lead was fractured when the physician was connecting it to the new device. Initially, the lead was partially explanted and remained in use. The following day, the remaining portion of the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.